Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 9:10 am with a high blood glucose level of 425 mg/dl. The customer was treated for their blood glucose with manual injections. The customer was assisted with troubleshooting the issue but it is unknown what may caused the high blood glucose levels. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the device back for analysis.